Event description:
It was reported that the patient received inappropriate therapy due to possible t-wave oversensing (twos) on the right ventricular (rv) lead. The patient presented to the clinic after they had received the inappropriate therapy and demonstrated increased and high thresholds on the rv lead as well as the epicardial lead. With this, they discovered that the patient had twiddler's syndrome. A chest x-ray confirmed tangled and entwined leads in the pocket. The rv lead had curled around itself in the pocket and physician had to unravel the bent lead. As a result of the twiddling, the rv lead had dislodged as it had been pulled back into the atrium and the implantable cardioverter defibrillator (ICD) experienced premature battery depletion caused by high outputs necessitated by the epicardial lead capture threshold increase. The patient also experienced nerve stimulation as a result. The epicardial lead was capped and replaced and the rv lead and device were explanted and replaced. Insulation damage occurred on the rv lead during the change out procedure to gain access to the subclavian. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.